Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. A review of the device logs did not confirm the reported issue on the homechoice machine. The reported condition was not confirmed and an assignable cause could not be determined.

Event description:
The customer contacted baxter's technical service center to report a burning smell on a homechoice (hc) machine during use. The home patient (hp) stated the hc had a burning smell coming from it. The hp stated they smelled this yesterday and it was even stronger today. The technical service representative (tsr) advised the hp not to use the hc. The tsr initiated a swap of the machine. The hp stated they could program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.